Event description:
The lead was explanted for high dfts due to dislodgment. It was reported that the patient had very challenging anatomy.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure.